Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and the remote arm controller board (rac) due to hard error 23. The system was tested and verified as ready for use. Isi received the rac board to perform failure analysis. The reported failure could not be reproduced during testing. The unit passed all tests that were performed. Isi has not yet received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system triggered a recoverable error. The issue was caused by the surgeon side console (ssc). A reboot including exercising the ssc circuit breaker didn¿t solve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the surgeon about the root cause for the fault and that the system was not useable in that state. The customer only had one ssc. Therefore, the robotic procedure was going to be converted to laparoscopic surgery and there was no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team and the reported failure was able to be reproduced during the sine cycle. The embedded serializer in master base (esmb), black and white flat flex cables (ffcs), and main wire harness will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.